Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #2 is being corrected from blank to 06/28/2021.

Manufacturer narrative:
Additional information was added to h4 and h6: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction for b4/f8: date of this report - the date the previous report was submitted to the FDA was 06/28/2021 (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the expected therapy time is 48 hours; however, after 50 hours of therapy, the solution "barely infused". The device had been filled with 5-fluorouracil with 100ml of 5% dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.